Event description:
It was reported that deployment failure occurred. The patient presented with chest pain and underwent percutaneous transluminal coronary angioplasty (ptca). The stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. After proper lesion preparation, a 3.50 x 24 synergy drug-eluting stent (des) was deployed at 12 atmospheres to treat the target lesion. Following post dilation with a 3.00 x 15mm non-compliant balloon, it was noted that one part of the stent struts was hanging in the lumen and was not properly apposed to the vessel wall. Intravascular ultrasound confirmed the issue and a 4.00 x 16 synergy des was properly deployed on top of the previously implanted stent to resolve. There were no patient complications reported and the patient was doing well post procedure.

Event description:
It was reported that deployment failure occurred. The patient presented with chest pain and underwent percutaneous transluminal coronary angioplasty (ptca). The stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. After proper lesion preparation, a 3.50 x 24 synergy drug-eluting stent (des) was deployed at 12 atmospheres to treat the target lesion. Following post dilation with a 3.00 x 15mm non-compliant balloon, it was noted that one part of the stent struts was hanging in the lumen and was not properly apposed to the vessel wall. Intravascular ultrasound confirmed the issue and a 4.00 x 16 synergy des was properly deployed on top of the previously implanted stent to resolve. There were no patient complications reported and the patient was doing well post procedure.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 24mm was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and the balloon appears to be in a deflated state with crystallised media inside. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.